Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the right ventricular lead. The lead could not be repositioned as the helix failed to fully retract. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix could not be extended was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.